Manufacturer narrative:
Event date: exact date unknown, event occurred the day the devices were explanted. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 13478143/13547737.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No device malfunction was suspected and the explanted devices were discarded per hospital policy. No further information has been obtained despite good faith efforts.